Event description:
A pump alarm 20 was reported during the pumping process. There was no adverse impact on the customer's blood glucose level. The customer was unable to resume insulin therapy due to recurring cartridge alarms. The customer reverted to an alternate method of insulin therapy.